Event description:
The customer reported lines on the monitor, no image after 5 minutes of fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found blood had leaked into the camera connector. The plastic cover on the camera connector needs to be replaced. (B) (4).